Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reiterated how the patient stepped into a 'depression' in the group and did not fall but did lose their balance, after which the stimulation stopped working. The exact cause of the impedance issues was not determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient noticed his stimulation stopped working, his pain returned and was unable to feel stimulation in his desired areas. The patient reported stepping in a hole and the next day was when he noticed the stimulation was not working and the pain returned. The impedances showed high for electrodes 0 and 1. One was being used in current the patient's current array. The patient was reprogrammed and the issue was resolved. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient notified the rep that he no longer could feel stimulation in their cervical area. The patient denies falling or any other events that could have caused the stimulation to cease. The impedances show contacts 0, 1, and 2 all over 10k ohms. The rep was able to program around those contacts to provide desired stimulation. No further information was reported.